Event description:
Edwards received notification that this 29mm valve implanted in the mitral position was showing signs of structural valve degeneration leading to regurgitation and severe mitral stenosis (mva 0.6 cm2). The patient underwent surgery for valve in valve replacement after an implant duration of approximately 9 (nine) years and 11 (eleven) months. A 29mm valve was successfully implanted. Patient outcome was noted as excellent.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) could not be reviewed without a serial number. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this 29 mm valve implanted in the mitral position was showing signs of structural valve degeneration leading to regurgitation and severe mitral stenosis (mva 0.6 cm2) after an implant duration of approx 9 (nine) years and 8 (eight) months. The device remained implanted. No other information was provided.